Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) saw air in the patient line of the automated peritoneal dialysis (apd) set with cassette which occurred on the homechoice device during drain four of four of peritoneal dialysis therapy. The hp was connected at the time of the event. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative (tsr) assisted the hp in ending the therapy. The hp would start over with new supplies to complete the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.